Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: device disposed of and no replacement requested.

Event description:
It was reported that during a right colectomy procedure, the device was fired and the staples did not form on the proximal end of the staple line (there were no staples at all in tissue at the crotch of device). The surgeon oversewed the area. It is unknown on which firing this occurred. One week post-op, the patient went to surgeon's office and presented and elevated white count, but surgeon does not believe this is due to a leak. Surgeon believes the elevated white count is related to patient's other health issues (and patient is on steroids) the surgeon is only watching the patient at this time.